Event description:
The customer was hospitalized due to low blood glucose of 29 mg/dl. The caller stated that he started feeling low and crashed. Then his wife drove him to the hospital where he was treated and released. The customer stated that he does not remember anything after the event. The customer reported having episodes of low blood glucose for quite sometime. Troubleshooting was performed. The customer's most recent glucose reading was 118 mg/dl, and he has treated with food and glucose tablets. Reviewed the programming and bolus history back six days and everything appears to be normal. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. Advised the customer to contact his doctor regarding the low glucose and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.